Event description:
Medtronic rep reported that during an ent surgery, the fraser and straight probes are inaccurate when the doctor gets to the pack of the sphenoid. Three mm off when against the skull. Use of the medtronic stealthstation s7 system was not aborted. Doctor was able to continue the procedure. No pt impact.

Manufacturer narrative:
Pt info unavailable at the time of this report but has been requested. Investigation of device had not been completed at the time of this report.